Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer received an occlusion alarm. Customer changed supplies and resumed insulin delivery. Additionally, the customer received a cartridge alarm (cartridge alarm 1) and a minimum fill notification occurred after filling a new cartridge with 100 units of insulin. Customer added insulin to the cartridge and resumed insulin delivery. Customer's blood glucose was 300 mg/dl.